Manufacturer narrative:
An investigation of the reported condition was performed. The customer returned 1 bundle of 10 sponges in the paper sleeve package. There was supposed to be 10 bundles of 10 sponges in the sleeve. From the sample provided, no conclusion could be drawn regarding the quantity actually in the paper sleeve when opened. A review of the device history records (DHR) did not identify any discrepancies during manufacturing. The most likely root cause is human error during the packing process. The primary packages are stuffed into the paper sleeve by hand and then the sleeves are packed by hand into the corrugate case. Without a definitive physical sample of missing sponges, an exact root cause cannot be accurately determined. A corrective action and a preventive action plan will be implemented. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states sleeves/packages of gauze have incorrect counts of gauze.

Manufacturer narrative:
An investigation of the reported condition was performed. The customer returned 1 bundle of 10 sponges in the paper sleeve package. There was supposed to be 10 bundles of 10 sponges in the sleeve. From the sample provided, no conclusion could be drawn regarding the quantity actually in the paper sleeve when opened. A review of the device history records (DHR) did not identify any discrepancies during manufacturing. The most likely root cause is human error during the packing process. The primary packages are stuffed into the paper sleeve by hand and then the sleeves are packed by hand into the corrugate case. Without a definitive physical sample of missing sponges, an exact root cause cannot be accurately determined. A corrective action and a preventive action plan will be implemented. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states sleeves/packages of gauze have incorrect counts of gauze.